Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device completed the normal cutting during the procedure, but the staple was not formed and resulting in anastomosis failure and bleeding.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted that the safety latch was broken off. Further inspection under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device completed the normal cutting during procedure, but the staple was not formed and resulting in anastomosis failure and bleeding. The surgeon used manual suture to fix the issue.